Event description:
It was reported the patient's device alert tripped. The patient heard the alarm and went to the emergency room were the lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. It was further reported that the right ventricular (rv) lead exhibited high impedance, undefined impedance, variable r-waves, and elevated sensing integrity counter (sic).